Event description:
It was reported that a revision was needed to replace anthem locking screws that were found backing out of a distal femur plate post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The anthem distal femur plate and anthem large fragment screws were originally implanted on (B)(6) 2023. Due to the backing out of ten anthem large fragment locking screws from the polyaxial holes, ten screws were explanted on (B)(6) 2024. The plate still remains implanted in the patient. No definitive cause can be established explaining the exact reason for screws backing out. It is known that the patient was obese with a bmi of 50, which is a contraindication for anthem distal femur plates. The patient suffered a fall, which lead to the discovery of screw back out. The fall and patient obesity may have contributed to the screw back out, but this cannot be known for certain. No determination could be made as to the cause of the reported issue.